Event description:
It was reported to teleflex medical that, during a laparoscopic cholecystectomy procedure, the surgeon was attempting to ligate the vessel when the applier stopped functioning. The surgeon was uable to remove the applier form the cannual and was required to enter through an existing prot to align jaws for removal. The applier was removed wiht minimal additional. No patient injury reported.

Manufacturer narrative:
The lot number for the applier were not reported to the manufacturing facility teleflex medical is still awaiting for product return to begin investigation and to determine lot numer. At this time , teleflex medical is unable to perform a device history record review without identification of the lot number. If the applier is received, a DHR review and evaluation will be provided.